Event description:
Hill-rom rec'd a complaint on one of it's excelcare bariatric bed frames alleging the CPR assembly was not working. A hill-rom service technician performed an investigation and found the CPR cable out of adjustment during his inspection. He reconnected it and adjusted it to return function to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on 05/05/2009 indicated in mdr1045510-2009-00021.

Manufacturer narrative:
.